Manufacturer narrative:
A review of the technical service onsite showed that the laser was successfully verified prior the day of the treatment. Review shows abnormalities such as flap tear are not clearly visible during analyzing of the os flap treatment report. The used treatment energy was lower than the standard energy settings, which could lead to the flap being more sticky. Handling to lift a sticky thin flap where larger tissue bridges need to be separated manually, may have led to a small flap tear. Review of the logfiles shows no errors or warning that could contribute to the reported event. The energy setting for this surgery is lower than standard settings but still within the recommended settings. No relevant deviation between planned and performed energy is detectable for the treatment. The user also performed energy checks within recommended time range. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An office manager reported a small tear (defect) during laser flap creation in a patient's left eye. Tear was notice upon lifting the flap. Low energy was used during this case. Energy has been increased and has not resulted in any incidents. Upon follow up, flap was able to be laid down smoothly and required no intervention. Patient is reported to be doing well.